Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the ventricular markers on the electrogram appeared "off" and some ventricular events are not marked. It was further reported there was possible right ventricular (rv) lead undersensing. The implantable pulse generator (ipg) and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.